Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer current blood glucose level was 42 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for high blood glucose. Customer did received calibration not accepted alarm and change sensor alarm. Customer states the cannula was bent. The insulin pump will not be returned for analysis.